Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual and tactile examination identified multiple kinks along the hypotube. The shaft polymer extrusion had no kinks or damages. No issues identified during a microscopic examination of the extrusion shaft. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A detailed microscopic examination of the balloon material identified no damages. The balloon was folded. A microscopic examination of the tip section found no damage. The tip was fully intact. No other damage was observed along the device.

Event description:
It was reported that the tip of the balloon was detached. The 90% stenosed target lesion was located in the distal left circumflex artery. After a 10mmx3.00mm wolverine coronary cutting balloon was introduced, it was noted that the tip of the balloon was detached. There had been no issues noted with connection or priming. The procedure was completed with another of the same device. The patient condition following the procedure was stable.

Event description:
It was reported that the tip of the balloon was detached. The 90% stenosed target lesion was located in the distal left circumflex artery. After a 10mmx3.00mm wolverine coronary cutting balloon was introduced, it was noted that the tip of the balloon was detached. There had been no issues noted with connection or priming. The procedure was completed with another of the same device. The patient condition following the procedure was stable.